Event description:
While wearing the external equipment, the patient reportedly experienced sound quality problems followed by loss of lock. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. In 2006, the patient was seen by a company representative. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device has been scheduled.